Event description:
Dealer ordered parts for wheelchair. Part numbers (B)(4) were manufactured incorrectly. The arm receiver bracket and bracket cup were manufactured too tall. The part number is correct per parts book. No additional information available.